Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found no physical damage noted upon receipt. The internal archives for the autopulse and batteries were reviewed and showed the reported deployment on (B)(6) at approximately 3:45 pm. The internal archive showed that the autopulse was deployed without issues with battery s/n (B)(4). At the time of deployment, the battery's charge status was between 66% and 100%. The battery had been through 54 charge cycles and was properly maintained. The battery was not returned to zoll for evaluation. The average weight recorded by the load cells was 160 lbs. After performing 500 compressions over the course of 7:03 minutes, the autopulse stopped compressions due to "under voltage <18v" error. The autopulse was powered down by the user at and battery s/n (B)(4) was replaced with a fully charged battery s/n (B)(4). Upon power up, user advisory (ua) 20 20 (position out of range (no unwind))was experienced three times; caused by the driveshaft not being within the acceptable operating range. The user cycled the power on the autopulse twice in what appears to be an attempt the clear the user advisory message. Upon experiencing a third user advisory 20, the user rotated the driveshaft to the "home position" and was able to clear the user advisory. Compressions were resumed and after 110 compressions, the autopulse stopped due to "under voltage <18v" error. The user cycled the power and then experienced user advisory 20. The power was cycled twice in what appears to be an attempt to clear the error. Upon the second power cycling, the drive shaft was returned to the "home position" and the user advisory was successfully cleared. The autopulse then performed a total of 1135 compressions over the course of 16 minutes and 41 seconds. The deployment ended with the device being powered off by the user. Note that during the course of the deployment, the charge for battery s/n (B)(4) dropped from full to between 33% and 66% of its total capacity. Approximately two hours after the deployment, the autopulse was powered on and off using a third battery (s/n (B)(4)) without any issues. The power was cycled the next day ((B)(6) 2016) without any issues using the same battery. On (B)(6) 2016, the power was cycled without issue using battery s/n (B)(4) which was used on the 5/5/16 deployment. The battery was fully charged (rc of 1267 mah) and showed 55 charge cycles, indicating it had been successfully charged since the deployment. During functional testing the autopulse platform passed all testing criteria and met all required specifications. A drive train motor brake gap inspection verified that the gap was within the specification. Additionally, load cell characterization testing confirmed that both load cell modules were functioning within the specification. In summary, the customer's reported complaint of autopulse stopping abruptly was confirmed during archive review but not during functional testing. The battery shutdown resulted from a built in over-current protection circuit. The root cause of the over-current condition is not known. One possible cause would be that the lifeband or other object was stuck or jammed in the autopulse rollers, causing the motor to momentarily draw too much power. This could also have caused the drive shaft ua20 advisories. After clearing the ua20 advisories, the autopulse functioned without incident. A run-in test was performed using the 95% patient large resuscitation test fixture (lrtf) with li-ion batterries s/n (B)(4) for thirty two minutes and li-ion battery s/n (B)(4) for twenty minutes. Additionally, good known batteries were also used for the run_in test until discharge without any fault or error. The autopulse passed all the testing and met all required specifications.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 05/17/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. The autopulse is used as an adjunct procedure to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse unexpectedly stops compressions, the interruption is similar to interruptions prescribed in the aha guidelines. Changing battery and restart compression is quick, similar to the time necessary for rescuer rotation. Therefore, battery exchange for autopulse presents the same workflow as manual CPR in which rescuers are rotated. Hence, the patients' outcome is not negatively impacted by the interruptions when compared to standard of care manual CPR. If an autopulse unexpectedly stops compressions, it is not likely to cause or contribute to a patient death or serious injury. The cause of death was presumed to be patient's underlying clinical condition of cardiac arrest. Evaluation not completed.

Event description:
On (B)(6) 2016, (at 1:37pm) the emergency medical services (ems) unit responded to a call of an (B)(6) year old male patient ((B)(6)) who had collapsed in his backyard and suffered a cardiac arrest. The responding ems crew arrived at the patient's home at approximately 1:40pm. At the scene, the crew found the patient lying supine on ground (in the backyard) and the patient's wife already performing CPR. The event was witnessed by the patient's spouse, who stated the patient collapsed while working on the yard. The patient was known to have hypertension, had a significant cardiac history, and had a pacemaker; however, the patient did not have any complaints prior to collapsing. The patient's medication regimen (dosage not known) are as follows: coreg/carvedilol, aspirin, cardizem/diltiazem, flomax, and bumex. The patient's wife reportedly began CPR approximately two minutes prior to the ems crew arriving. Upon patient contact (at 1:42pm), the ems crew found the patient unconscious, unresponsive, pulseless and apneic. The patient was immediately placed onto the autopulse platform without any issues, the device was powered on, and compressions initiated at about 1:43pm. According to the crew, after one minute of compressions, the device abruptly powered off. The battery was removed and a secondary battery was used. The autopulse platform was powered on and compressions commenced; however, a minutes later the device again abruptly powered off. It was reported that the secondary battery was removed; however, it is not clear if a third battery was used or if the secondary battery was re-inserted back into the autopulse platform. The crew indicated the autopulse platform did power back on and the device continued to function without any further issues. Additionally, it was reported that the ems crew treated the patient per pea/asystole and ventricular tachycardia (vt) protocol; vt occurred at 1:54pm, patient received 1 shock at 120 joules. The following was also noted by the responding crew: bag-valve-mouth (bvm) ventilations with 15 lpm of oxygen (o2,) IV attempt, intraosseous (io) established, intubation attempt, capnography monitored, and a total of 5mg of epinephrine administered return of spontaneous circulation (rosc) was not achieved. The patient was transferred to the hospital emergency room. No further information was provided. Reference other related submissions: MFR 3010617000-2016-00379 and MFR 3010617000-2016-00380.